Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 , the patient was post operatively diagnosed with lumbar spondylolisthesis and underwent following procedures: ¿microscope and fluoro¿ posterior lumbar interbody fusion at l5-s1 . Rhbmp-2/acs was used in the surgery. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.